Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: there was frequent low battery warnings and drastic voltage fluctuations observed in the black box history. The pump¿s sleep current was found to be out of specification. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked with moisture observed inside and on the underside of the returned battery cap. The pump case was also cracked near the display lens. A leak test was performed and leaks were confirmed at both cracks. Also unrelated, the audio bolus button was found to be unresponsive. The bolus button cover was removed and contamination was found on the button contact. The pump case was removed and moisture corrosion was found throughout the pump including on the continuous glucose monitoring (cgm) module. The cgm transceiver flex was disconnected and the pump was rebooted; the pump¿s sleep current returned to specification.